Manufacturer narrative:
This follow-up report was created to document the corrected device information and the conclusion of the investigation. Correction: the lot number reported on the initial report is incorrect. There was no lot number reported for this device. The device was not received for evaluation. Without the benefit of analyzing the device quality cannot confirm any observations or comment on the condition of the product. If the device become available, or additional information is received, the complaint will be re-evaluated according to procedures.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, a portion of the tubing located by the pump was broken.